Event description:
It was reported that during a procedure, the surgeon tried to insert the anchor and the anchor was misfired. Another jugger stitch of a different batch was used to complete the procedure. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: full establishment address - (B)(6). G2: foreign - event occurred in india. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.